Event description:
It was reported that the manifolds are clogging. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the manifolds are clogging. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation.